Manufacturer narrative:
Continuation of d10: product ID 97745 (unknown serial/lot); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient's husband regarding an implantable neurostimulator. The reason for call was caller reported the patient is not able to charge the ins and patient need an MRI. Caller stated patient is in the hospital and they are trying to charge the ins. Caller stated they were getting low numbers on the passive recharge screen. Patient service reviewed device function and recommend continue to keep the rtm cord over the ins to get the ins out of passive recharge. Caller stated they are getting 50-60 on the passive recharge screen. Agent reviewed passive recharge process. Patient's husband reported error message on the controller - software problem, intellis, 3.6, 58 and qf-new. Technical services(ts) had caller reset the controller. When system got into passive recharge, the numbers were still low in the 50-60 range; further troubleshooting revealed the implant is at an angle, caller only can feel part of the implant, about an inch of it. Ts reviewed with caller that it's difficult to recharge if the implant is at an angle. Caller inquired about manipulating the pocket, ts told caller that it's up to him to try if he wants, but ts is not in the position it advise such action. The caller was able to confirm doctor name that was listing in drs as the current implanter/fol low-up physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the caller is with patient today attempting passive recharge for around an hour. Patient hasn't charged for about a year. Prior to that patient did not have issues charging that they remember. Caller reported values from 50s -100. Caller removed rtm from patient and moved to 11. Caller attempted to connect to ins and couldn't still. Reviewed may take a long time since ins has been depleted, reviewed to assess pocket for depth, tilting. Caller reported rtm looked ok.